Event description:
Customer reports lancet will not retract into the softclix plus device after priming and firing the device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.